Event description:
It was reported that during installation the cardiosave intra-aortic balloon pump (iabp) unit's helium bottle showed to be only half full when unboxed. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a.

Manufacturer narrative:
It was reported that during installation the cardiosave intra-aortic balloon pump (iabp) unit's helium bottle showed to be only half full when unboxed. There was no patient involvement, and no adverse event reported. During installation of unit, helium bottle was unboxed and installed, but only showed half full. Installed another new helium bottle and it showed full. Customer needs to be replenished with a new bottle. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.